Manufacturer narrative:
Catheter investigation summary: the glidelight laser sheath was returned and evaluated by a cross-functional engineering team. The visual inspection of the catheter found it to be in excellent condition. A review of the manufacturing history found no issues during the manufacturing process that would cause or contribute to an injury. Vessel perforation is a known inherent risk of lead extraction procedures. There is no allegation or evidence of device malfunction.

Manufacturer narrative:
(B)(4). The glidelight involved in this event is expected to be returned. A follow-up report with results of the evaluation will be sent if the device is received. There is no allegation or evidence of device malfunction. The lld that required situational abandonment will be reported in MDR # 1721279-2015-00140.

Event description:
This was a right-sided lead extraction procedure to remove one rv ICD lead (bsc 0174, implanted 113 months) due to high impedance. The lead was prepped with an lld #2 and a 16f glidelight laser sheath was used to extract. The laser sheath progressed down to the area of the svc/ra junction when a pleural effusion was noted on tee (no decline in blood pressure was noted). The CT surgeon immediately performed a sternotomy and an injury in the svc/ra junction was found and repaired. The physician elected to cut and cap the lead with the lld inside the lumen in lieu of continuing with the extraction. The patient survived the intervention. This report is reflecting the injury that occurred during the case.